Event description:
The customer reported obtaining cartridge chemistry (cc) sample obstruction error from the unicel dxc 880i synchron access clinical system and noticed fluid on top of the sample tubes. The customer reported replacing the blade and wick assembly but the issue was not resolved. The customer indicated that approximately less than 20 ml of clear fluid leaked and the leak was contained on the racks and caps of the sample tubes. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The customer stated that no erroneous results were generated. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse cleared the vacuum lines at the cap piercer, primed the cap piercer, and verified alignments. The fse then ran a sample through the cap piercer and no further leaks were observed. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to a clogged cap piercer vacuum line #118. Beckman coulter internal identifier for this report is (B)(4).